Event description:
It was reported that this right ventricular lead required multiple delivery attempts (two) during implant. The procedure was successfully completed, and no adverse patient effects were reported. Additional information received indicated the lead was subsequently explanted due to perforation. No additional adverse patient effects were reported.